Event description:
A customer contacted beckman coulter inc (bec) regarding hemoglobin (hgb) and hematocrit (hct) results generated by their coulter lh 500 hematology analyzer for two patients that were not matching. The results were reported outside of the laboratory with erroneous low hgb and indices and no instrument flags generated. The physician was alerted to the erroneous results and patient treatment was not affected. The customer performed a hgb lamp adjustment prior to running the samples. Bec review of the data showed the initial run had low wbc, hgb, mch, mchc and high rbc, hct and plt results without instrument flags compared to the correct rerun results; and low mcv results for patient 1.

Manufacturer narrative:
Per customer, qc run at time of the incident was out low on hgb and rbc was high on one of the levels. Qc data was not provided. Bec customer technical specialist (cts) assisted the customer over the phone and found the bsv (blood sampling valve) was not segmenting correctly due to excessive build up on the alignment bar. Cts had the customer clean the exterior of the bsv, its alignment bar and run controls which were within specifications and patient samples matched on hgb and hct; and hgb indices results were normal. Field service was not dispatched for this event. The cause of the event was excessive build up on bsv alignment bar.